Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# serial# implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep), a healthcare provider (hcp) and the trial patient (pt) who was using an external neurostimulator (ens) for urgency frequency. It was noted the patient's trial started on (B)(6) 2023 was reported that the patient experienced a worsening of their baseline symptoms urge incontinence. The patient completed a stage 1 trial on (B)(6) 2023. The rep spoke to the pt on friday, (B)(6) 2023 two of the trial to ensure the pt was at the proper settings prior to the weekend. All was good after the call. The rep received a text from the implanting doctor that the pt was having issues, and not seeing improvements after the weekend. The rep saw the pt in the doctors office on (B)(6) 2023. The pt came in with their ens and half of the perc ext in a bag. Rep asked the pt what happened and the pt said their son had changed the bandages. After examining the pt with the doctor it was apparent that the extension was cut and no longer outside of the pt's body. The pt later sent a text that their son had cut the extension after changing the bandages. The hcp scheduled them for stage 2 on (B)(6) 2023, where the pt was able to complete the stage 2. The hcp implanted the implantable neurostimulator with a pouch and did not see any signs of infection. Post-op, stim was set low at .5. (B)(6) there was an external disconnection; external wire came unplugged. The pt accidentally disconnected. The patient experienced bleeding/hemorrhage. (B)(6) the pt saw the rep today and stated that the lead wire came detached from the ens and the device is not working.